Event description:
It was reported via clinical study, that approximately 2 years postop the initial implant, this 71 yo male patient was revised due to disassociation of polyethylene. The patient woke up in late may with dislocated shoulder. The outcome was last known as resolved. The case report form indicates this event is definitely related to device and definitely related to procedure. Devices will not be returned. Reverse humeral liner 3204203. 510k: k063569, kwt, (B)(4).

Manufacturer narrative:
D10. Concomitants: humeral stem or stemless. Reverse humeral tray 3201005. Reverse glenosphere 3200842.